Event description:
Initial results for a pt glucose was 37 mg/dl. When repeated on another analyzer, the result was 90 mg/dl. The incorrect result was not used to guide therapy. The field service rep was unable to confirm a malfunction of the system.